Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the mega suturecut needle driver instrument cable was coming out of the distal end of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip close cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at wrist were undamaged. The cable was derailed from the distal idler pulley. This caused loss of tension on the cable. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .030 - .062 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.